Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress incontinence. The patient experienced pain, infection, urinary problems, and dyspareunia. On (B)(6) 2007, the patient underwent excision of a segment of the mesh due to post-operative urinary retention. Then on (B)(6) 2007, the patient had a release of suburethral sling due to urinary retention. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure mesh was implanted concurrently with cystourethroscopy, urethral dilation, anterior colporrhaphy due to cystocele, stress urinary incontinence, urge incontinence, urethral stenosis. It was reported that the patient underwent an excision of a segment of the mesh, cystourethroscopy, urethral dilation, anterior vaginal wall exploration and urethral lysis on (B)(6) 2007 for post-op urinary retention. It was reported that the patient underwent cystourethroscopy, dilation of urethra and excision of part of the urethral mesh on (B)(6) 2007 for post-operation urinary retention. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.